Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the septum. Reportedly, the cartridge was filled with 200 units. There was no reported impact to the user's blood glucose level. The user successfully loaded a new cartridge.